Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# n257179010 implanted: (B)(6) 2010 product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative (rep) regarding the patient receiving baclofen (915.6 mcg/day/2000 mcg/ml) via implantable pump. It was reported that the patient was undergoing a dye study in preparation for her pump replacement to be scheduled. As far as the p arents knew the pump and catheter were still working (patient is non-verbal). The healthcare provider (hcp) diagnosed a broken catheter based on fluoroscopic findings. The dye study was aborted. There was no environmental/patient factor. Surgical intervention will occur to replace full system. However, surgery has not yet been scheduled yet. The patient medical history is cerebral palsy. The p atient weight was asked but will not be made available due to legal/confidential reason.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) confirmed again the catheter was broken. During preoperative work for a routine pump replacement the physician asked if the pump had been managing spasticity. The patients caregiver stated they weren't sure if the pump had been doing everything it was supposed to. An x-ray had been ordered and confirmed the catheter was broken. A decision had been made to replace the catheter at the time of the routine pump replacement. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type catheter. Product ID 8709sc, lot# n257179010, implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.